Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the customer was swimming with insulin pump got blank display. Customer reported that the insulin pump had open book image on the screen. Insulin pump was no longer waterproof due to crack in case and moisture has gotten into the pump, this caused critical pump error. Customer mentioned that there was crack near battery compartment and also noticed question mark on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.